Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A refractive equipment manager reported that during an intraocular lens (iol) implant procedure, a scratch was observed on the lens at the central. The iol was removed and replaced with a backup lens during the initial procedure. Additional information was requested.